Event description:
Reporter indicated that the vns device has been turned off "for awhile" and the pt "is having problems with persistent coughing". Further investigation indicated that the pt also experiences constant dysphagia. The coughing and dysphagia events began after implantation and have persisted to date. The vns device was turned off over 9 mos ago; however, the coughing and dysphagia events have continued without vns stimulation. The treating physician believes the events are related to vns, although she is uncertain about how they are related. The physician indicated there is "possible laryngeal nerve irritation that is leading to these side effects." There are no plans for intervention or treatment at this time.